Event description:
It was reported that the right zenith flex with spiral-z technology aaa endovascular graft iliac leg became occluded following placement in a 76-year-old male patient. The patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure on (B)(6) 2017. One 7 mm x 22 mm covered stent was placed in the right renal artery and one 6 mm x 22 mm covered stent was placed in the left renal artery. Degree of flaring was not specified for either renal stent. A molding balloon was used without complications. The completion angiogram demonstrated that the devices were patent with no endoleak and no device integrity issues. Core lab analysis of the imaging is not yet available. The site also noted difficulty deploying the device and noted that the distal trigger wire needed to be cut. The patient¿s estimated blood loss was 50 cc, and no blood products were given intra-operatively. No adverse events were reported during the procedure. The completion angiogram demonstrated that the devices were patent with no evidence of kinks or endoleaks. Core lab analysis of the completion angiogram concurred. The patient¿s estimated blood loss was 100 cc; no blood products were given intra-operatively. The patient was moved out of or into recovery when, the patient's right leg was noted to be progressively ischemic. The patient was returned to the operating room, and the right groin incision was opened. The femoral artery was pulseless. A retrograde arteriogram demonstrated occlusion of the right limb of the endograft. A thrombectomy was performed and a 10 mm x 39 mm balloon expandable stent placed in the existing right iliac limb. Revascularization was confirmed by aortogram and palpable pulse. The patient was discharged on (B)(6) 2017. A follow up CT on (B)(6) 2017 noted all devices were patent, with no endoleaks, separation of components, or device integrity issues. Core lab analysis concurred with these findings. A follow up CT on (B)(6) 2017 noted all devices were patent, with no endoleaks, separation of components, or device integrity issues. Core lab analysis concurred with these findings. On (B)(6) 2018, it was reported that the patient expired due to sepsis acquired following a surgical intervention for a bladder mass. This report references occlusion of an unknown right zenith flex with spiral-z technology aaa endovascular graft iliac leg, in which a thrombectomy and additional stent placement were required in an additional procedure on post-op day 0.

Manufacturer narrative:
H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the right zenith flex with spiral-z technology aaa endovascular graft iliac leg became occluded following placement in a 76-year-old male patient. The patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure on 26jun2017. One 7 mm x 22 mm covered stent was placed in the right renal artery and one 6 mm x 22 mm covered stent was placed in the left renal artery. Degree of flaring was not specified for either renal stent. A molding balloon was used without complications. The completion angiogram demonstrated that the devices were patent with no endoleak and no device integrity issues. The site also noted difficulty deploying the device and noted that the distal trigger wire needed to be cut. The patient¿s estimated blood loss was 50 cc, and no blood products were given intra-operatively. No adverse events were reported during the procedure. The completion angiogram demonstrated that the devices were patent with no evidence of kinks or endoleaks. The independent laboratory analysis of the completion angiogram concurred. The patient¿s estimated blood loss was 100 cc; no blood products were given intra-operatively. The patient was moved out of the operating room into recovery when, the patient's right leg was noted to be progressively ischemic. The patient was returned to the operating room, and the right groin incision was opened. The femoral artery was pulseless. A retrograde arteriogram demonstrated occlusion of the right limb of the endograft. A thrombectomy was performed and a 10 mm x 39 mm balloon expandable stent placed in the existing right iliac limb. Revascularization was confirmed by aortogram and palpable pulse. The patient was discharged on 30jun2017. A follow up CT on 21jul2017 noted all devices were patent, with no endoleaks, separation of components, or device integrity issues. The independent laboratory analysis concurred with these findings. A follow up CT on 08dec2017 noted all devices were patent, with no endoleaks, separation of components, or device integrity issues. The independent laboratory concurred with these findings. The focus of this report is the occlusion of an unknown right zenith flex with spiral-z technology aaa endovascular graft iliac leg, in which a thrombectomy and additional stent placement were required in an additional procedure on post-op day 0. Reviews of documentation including instructions for use (IFU), drawings, specifications, manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, customer provided imaging was reviewed by an expert image reviewer who reported: ¿the original problem seems to have been difficulty deploying the p-branch device. "'Distal trigger wire had to be cut'. I¿m not sure exactly where or how that was achieved but may have contributed in some way to the acute occlusion of the right limb of the device. This was discovered in the recovery room, so would have happened sometime between the completion angiogram (which we have and which looks good) and the time that the ischemic right lower limb was noted. The patient was returned to the or and a retrograde angiogram through the pulseless right femoral artery showed the occlusion." The retrograde angiogram was not provided for review. "After thrombectomy, all looked good, and on both follow-up duplex ultrasound and CT scans, good flow was present in the right limb of the system. I can¿t see any obvious cause of the acute occlusion, but the difficulty with the distal trigger wire may have contributed in some way, either directly or via the manipulations needed (cutting the wire etc.) To complete the procedure.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.1 general: ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysms, size and/or persistent endoleak or migration may lead to aneurysm rupture ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up ¿ zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. ¿ the zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries ¿ excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. ¿ use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; pergraft flow; and corrosion ¿ graft or native vessel occlusion ¿ renal complications and subsequent attendant problems (e.g., dehiscence, infection) ¿ vessel damage 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ the risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg ¿ patient¿s ability to tolerate general, regional or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 11 directions for use: anatomical requirements ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. Evidence provided by the complaint facility, device failure analysis, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, review of imaging, and the results of the investigation, a definitive cause for the failure could not be determined. However, it is possible that patient condition and the procedure itself contributed to the failure mode. The image reviewer noted ¿I can¿t see any obvious cause of the acute occlusion, but the difficulty with the distal trigger wire may have contributed in some way, either directly or via the manipulations needed (cutting the wire etc.) To complete the procedure.¿ the patient had an unknown cancer as well, the IFU states ¿patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event.¿ it should also be noted that the independent lab analysis noted partial thrombus in the pre-procedural imaging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.